Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle in the insertion section has a slight interrupted and weakened, the charged coupled device objective lens has slight scratches. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event noised screen was cause due to component failure of the universal cable. The event interrupted and weakened light guide bundle in the insertion section was cause due to component failure of the light guide bundle. The event slight scratches on charged coupled device objective lens was cause due to component failure of the objective lens. The most probable cause of the all the reported malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope screen becomes noised during inspection for use. There were no reports of patient harm.